Event description:
It was reported that a user experienced prolonged elevated blood glucose following meal announcements while using the ilet system, and asked whether a second meal announcement should be used to reduce glucose; the user was advised against extra announcements due to risk of maladaptation, and was educated that the correction algorithm continues to adapt over time. Symptoms included hyperglycemia. Outcomes included no alerts or alarms and no medical interventions beyond troubleshooting and education. Investigation included complaint handling, user education on appropriate use, and review of device behavior per the adaptive algorithm. Investigation of this case revealed no device malfunction and no component failure, with user technique and the adaptive learning period considered relevant to the event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.